Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
There was a pocket revision done due to patient discomfort. The physician moved the ICD and the lv lead to the right side, and explanted and replaced the ra and rv leads. Should additional information be received, this file will be updated.